Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the patient had sharp shooting pain down the left leg for 2 minutes. Site was on the buttock and it was tender to the touch. No active bleeding on site. Customer's blood glucose was unknown. Customer will not be returning the sensor for analysis.